Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was difficulty in monitoring arterial pressure trace. There was a "unable to update timings" alarm generated. A new console was used, but the problem persisted. Therefore a new iab was inserted. The trace is more stable while patient is lying on their back, but patient turning to their side caused the trace to become more erratic. There was no reported injury to the patient. The event date is unknown. This submission is for the first iab used.